Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: call service 064 alarms were observed in the pump's black box. The piston did not move during rewind, a call service 064 alarm was given during the load cartridge step. There were no motor stalls reproduced on an external supply. The lead screw and piston rod were stiff and difficult to spin. The piston rod was able to be moved down the lead screw with no hesitation.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.